Event description:
It was reported post band implant, the patient has had a couple of fills. Total fill volume 6 ccs. The patient reported not feeling any restriction. The surgeon checked the port and no problems were found, but they were unable to get any fluid out of the band. The patient returned to surgery in 2008 and a hole was found in the band. The leak was on the superior side of the band in the general area of the gastric imbrication sutures. However, it is still unclear as to what caused the leak in the band. The band was explanted and a new one was implanted. The patient is fine. There were no patient complications.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.